Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to high activated clotting times. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2024-05884 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-05884 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-05884 was submitted. H.6 code 4114 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-05884. A new code has been added to type of investigation codes. Added code 4641 as it was inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-05884. Added code 925 since the initial submission of manufacturer device report number 1220648-2024-05884 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-05884 in accordance with updated procedures. Additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-05884 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 40-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Patient bleeding form impella access site and the site was closed by perclose. However, the perclose did not achieve hemostasis. The site had surgical intervention and a covered stent placed to the site.